Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1g, every 5th day, intraperitoneal, discontinued), ceftazidime injection (1g, once daily, intraperitoneal, discontinued) and heparin injection (1ml, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.